Event description:
Surgeon reported via our sales rep that he was conducting a surgery procedure. During this he noted that it is not possible to push the u-blade with the inserter. Another device was utilized to complete the surgery.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.